Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. : device not returned.

Event description:
It was reported due to the usb cable becoming bent, the customer was unable to plug the cable into the pump to charge. Reportedly, the customer was able to charge the pump with an alternate cable. There was no reported adverse impact to the customer's blood glucose level.